Event description:
Patient implanted with lcp condylar plate and screw construct on an unknown date for a periprosthetic femur fracture. Plate broke postoperatively at the fracture site and a non-union was noted. Patient returned to operating room on (B)(6) 2012. All hardware was removed and patient revised to an lcp curved plate.

Manufacturer narrative:
Review of the device history record found nothing that would cause or contribute to the reported incident. All released product met visual and dimensional requirements throughout manufacturing.